Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were not getting caregroup alarms. There was no patient injury or harm. The device was monitoring multiple patients at the central and providing overview to the bedsides.